Event description:
It was reported that revision surgery was performed. The devices were implanted approximately 12 years ago. The patient was complaining of slight left groin pain. Metal ion levels were increasing suggesting edge wear according to the surgeon.

Manufacturer narrative:
.